Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was in backup vvi mode due to the device being at end of life. The patient was non-compliant with follow-ups for five years. The device was explanted to resolve the event and the patient was stable.